Manufacturer narrative:
The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from the seal in the cuff. Potential root causes include: incomplete sealing due to incorrect positioning of the cuff and/or lack of detection by production personnel. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the cuff was drilled. No patient injury was reported.

Manufacturer narrative:
The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from the seal in the cuff. Potential root causes include: incomplete sealing due to incorrect positioning of the cuff and/or lack of detection by production personnel. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the cuff was drilled. No patient injury was reported.